Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned test strips without vial (loose) - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected non-fasting blood glucose test result range is 115 to 150 m/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/24/2016 and open vial date is 06/02/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer is comparing the results from a freestyle meter (he doesn't remember date/time or result) result to that of the true result. He stated that the difference was 10 to 15 points higher. He stated that when he went to doctor's office yesterday he found out that his a1c was at 7.7.